Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a signal artifact monitor (sam) event and disabled the respiratory rate trend (rrt) feature due to rrt signal oversensing, out-of-range shock impedance measurements greater than 200 ohms, and out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to conductor fracture. It was noted that the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a signal artifact monitor (sam) event and disabled the respiratory rate trend (rrt) feature due to rrt signal oversensing, out-of-range shock impedance measurements greater than 200 ohms, and out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a signal artifact monitor (sam) event and disabled the respiratory rate trend (rrt) feature due to rrt signal oversensing, out-of-range shock impedance measurements greater than 200 ohms, and out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to conductor fracture. It was noted that the ICD remains in service. No adverse patient effects were reported.